Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm mitral valve implanted for five years, four months underwent redo mitral valve replacement due to unknown reasons. A 33mm valve was implanted in replacement.

Event description:
It was reported that a patient with a 25mm mitral valve implanted for five years, four months underwent redo mitral valve replacement due to severe perivalvular regurgitation secondary to mitral valve dehiscence and moderate stenosis. A 33mm valve was implanted in replacement. The patient was discharged home on pod #22 in good condition. Per received records, the patient presented with complaints of shortness of breath and dyspnea on exertion and was noted to be in acute diastolic heart failure. Intraoperative tee demonstrated posterior dehiscence of the bioprosthesis, with a rocking motion noted posteriorly, corresponding with the medial portion of p2 and the entirety of the p3 as referenced to native valve scallop positions. There was a large paravalvular leak corresponding with this dehiscence.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A definitive root cause could not be determined. However, it is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.